Manufacturer narrative:
This report is submitted on june 12, 2023.

Manufacturer narrative:
This report is submitted on may 02, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. The patient was placed under general anesthesia on (B)(6) 2023, and the device was explanted. The patient was re-implanted with another cochlear device during the same surgery.